Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. The customer reported a blood glucose (bg) level of 140 (mg/dl) and delivered an injection with an insulin pen. It was indicated that insulin pens were available for diabetes management.